Event description:
Ventilator malfunctioned while on patient.====================== manufacturer response for ventilator, puritan bennett (per site reporter)======================service technician from covidien came to do the repair. He replaced the graphics user interface (gui) central processing unit (cpu) and did associated testing and then gave the okay for use.